Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). As per lead service repair technician, unit was power cycled, and the issue was resolved. The unit was disassembled as a pre-caution. Flat panel interface node controller (fpinc) board was removed and inspected. No issues were observed. Reassembled ensuring robust connection of all connectors, and monitor passed power on checks and release testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the screen displayed vertical colored lines upon first power on of the monitor. There was no patient involvement.